Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72", "defib disabled", "pacer disabled" message and will not power up with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.